Event description:
It was reported that when using the 543965 during the operation, the fifth clip was stuck, which caused subsequent clips not able to be closed. Then a new 543965 was used but the clip cannot be opened which caused it to fail to ligate.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the indicator clip was in the jaws indicating that no clips were remaining. The sample appears used as there is biological material present on the device. Reference file anp1900073934 for investigation photos. First, the indicator clip was removed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Although no clips were remaining, the broken ratchet could prevent the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. Reference file anp1900073934 for investigation photos. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet could prevent the clips from loading properly. It could not be determined what exactly caused the ratchet ears to break but a CAPA has been previously opened to further investigate loading and feeding issues. The reported complaint of "clip stuck in applier" was not confirmed based upon the sample received. One sample was returned with the indicator clip in the jaws indicating that no clips were remaining. Since no clips were returned, it could not be confirmed that the clips were getting stuck in the applier. However, the sample was returned with the internal ratchet ears broken. Although the reported complaint issue was not confirmed based on the received sample, a defect was confirmed. The broken ratchet could prevent the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1900572 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when using the 543965 during the operation, the fifth clip was stuck, which caused subsequent clips not able to be closed. Then a new 543965 was used but the clip cannot be opened which caused it to fail to ligate.